Event description:
It was reported by the sales rep that the proplege coronary sinus catheter, pr9 caused a perforation of the coronary sinus, (posterior vein rupture). The repair via robotic technique took about an hour; patient recovering fine post op. Per the rep "the catheter was placed under tee guidance. No fluoro was used--they don't use fluoro at the hospital. The catheter was visualized going into the coronary sinus and at the time there was some "bowing" of the catheter noticed on echo. After a couple of attempts to advance the device, it was able to pass into the sinus and was confirmed on tee in the usual two chamber view. Nothing abnormal was noted on echo at the time. There was no indication that it was in the posterior vein or any side branch. There was no ventricularization noted, no waveform without volume in the balloon. The balloon inflated nicely and we had a good ventricular response with about .5 cc. When it came time to arrest the heart, blood was noted coming into the pericardium and they identified the coronary sinus perforation at the posterior vein. He repaired the valve then repaired the coronary sinus using a graft and glue. They did not keep the pr9 to turn in for evaluation."

Manufacturer narrative:
Device discarded by the customer. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.